Manufacturer narrative:
The lot history was not reviewed as no lot history was provided.

Manufacturer narrative:
H3: one product was received for evaluation. Visual inspection found no anomalies. Functional testing was performed where the cassette was filled with 100ml of water using an ICU medical provided syringe. A leak was observed at corner 1 of the cassette bag. The bag leak site was observed to have a slit opening along the bag seam. The customer issue was confirmed and the failure mode observed was leakage at internal bag seams. A device history record review could not be completed as no lot number was provided.

Event description:
It was reported that there was a small leak or possibly a crack where the cassette was attached to the pump. The area had dried chemo on it. They cleaned the pump but would still like to have it serviced just in case it was not a cassette issue. When they came in, the cassette was empty, but there was air in the tubing, except for the last 4-5 inches. No patient harm or no patient injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional. Associated pump complaint documented on cn-(B)(4).